Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery and the customer experienced the high blood glucose level. Customer's blood glucose value was 576 mg/dl. The customer¿s current blood glucose level was 300 mg/dl and other blood glucose level was 170 mg/dl. The customer was treated with the insulin pump. The customer was assisted with troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit was programmed with test glucose meter, unit received properly the 96 mg/dl from the glucose meter. No meter / pump connection anomaly noted. Unit received with minor scratched display window, case and keypad overlay. No physical damage to belt clip rails noted.